Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A nurse reported that during start up of the system the upper light source was not working, a system message was displayed. The left port of the built-in laser did not work (no target beam), and the right laser port radio frequency identification(rfid) flashes in different colors (blue, orange, red). There was no patient involved. .

Manufacturer narrative:
The system was examined and the reported ¿illumination issue¿ was confirmed. The illuminator was replaced to resolve the issue. The reported ¿laser module issue¿ was confirmed and attributed to the non-conforming core module. The core module was subsequently replaced to resolve the issue. Both items were returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 17, 2009. Based on qa assessment, the product met specifications at the time of release. The core module and illuminator were received for evaluation. A visual assessment of the returned samples revealed no nonconformity. The returned illuminator was installed into a calibrated system and tested. A hotbed lamp was also inserted into the module. The reported event of a sm was confirmed. The illuminator was replaced with a (known good ballast) and the sample was retested. No further occurrence of sm 5303 was observed and the illuminator functioned without any further issues. The returned core module was installed into a calibrated system and tested. The reported events of the left port of the laser module aiming beam not working and the right port led being red were confirmed. All of the connections inside the module were reseated and the module was retested. The left laser port aiming beam worked and both ports were blue prior to inserting a probe. No further issues were observed with the module. Root cause the root cause of the reported ¿illumination issues¿ can be attributed to the nonconforming illuminator. However, how or when the ballast became nonconforming cannot be determined conclusively. The root cause of the non-conforming ports can be attributed ¿contact issues¿ within the module. All of the connections were reseated, so it cannot be determined which connection was the issue. The manufacturer internal reference number is: (B)(4).

Event description:
The timing of the event has not been verified as during start up as previously indicated.